Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the reason for the valve explantation was due to a combination of the patient needing multi-vessel bypass surgery, open maze procedure, and paravalvular leak. It was decided by the patient in consultation with the surgeon to undergo open heart surgery at which time the valve was explanted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device not returned.

Event description:
Approximately 1 year and 1-month post-implantation of a 29mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation was due to a combination of the patient needing multi-vessel bypass surgery, open maze procedure, and paravalvular leak. Per medical record review, approximately 1 year and 2 months post-implantation of a 29mm s3 valve in the aortic position via tf approach, the patient had developed moderate paravalvular leakage and also had multivessel cad that required intervention. It was decided by the patient in consultation with the surgeon to undergo open heart surgery at which time the valve was explanted and replaced with an edwards surgical valve.